Event description:
Hello, my daughter (who is (B)(6)) has been using the dexcom (cgm) sensors for two months now. The adhesive on these sensors has been leaving her skin with a bad rash/ localized allergic reaction in her skin. We continue to use it, but we now try to put different barriers between the dexcom adhesive and her skin. We still didn't find a good enough solution. FDA safety report ID # (B)(4).